Event description:
Hcp reported "incision in head did not heal - infection. Pt diabetic. 'No growth' per prev md." The device was explanted and returned to the MFR for analysis. A f/u report will be sent when add'l material is rec'd.